Manufacturer narrative:
Product event summary: it was confirmed that the programmer powers up to a "system battery has failed" message. It was additionally found that the stylus did not work.

Event description:
It was reported that when the caller was updating the programmer's software, they received a battery error message. The battery error persisted over time, and the programmer became unable to operate. The programmer has been returned to service. There was no patient involvement. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.